Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During an acl (anterior cruciate ligament) reconstruction procedure using an endobutton, cl ultra, 20mm, it was reported that the loop broke. The graft size was 7.5 mm and the surgeon drilled the femoral tunnel with a 7 mm reamer. During the pulling of the endobutton, the graft stuck in the tunnel. The surgeon drilled the tunnel again and while pulling the device, the loop broke. A backup device was available to complete the case. The patient¿s post-operative condition was reported as okay. There were no reports of patient injuries or complications.